Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reports blurry vision and halos around headlights. The pt also reports having dry eyes, stating eye drops do not help, and allergies which she feels effects her vision at times. The pt had a yag laser treatment following the lens implant. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested 1/22/2008, 01/24/2008 and 01/25/2008 by mail, fax and phone. Pt records were received 01/22/2008.